Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. Corrected fields: b5, h8. B5 correction: this report is being supplemented to provide a correction to the previously submitted report. The cracked bending section rubber glue (grey glue needs attention) malfunction would not cause or contribute to a death or a serious injury if it were to recur. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: missing adhesive on forceps cover, and peeling adhesive on the pink transducer. A definitive root cause for the reported malfunctions could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the grey glue on the ultrasound gastrointestinal scope needs attention. There were no reports of patient harm.